Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The reported event was confirmed as visual examination of the returned product shows that the chisel has fractured. The chisel also shows signs of heavy use and impacts. Analysis of the fracture surface determined that the product likely experienced a 2-way bending fatigue fracture with multiple fracture initiation sites on both sides. Numerous blade contact marks were seen and could have contributed to the fracture initiation sites. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. The device shows sign of heavy use and analysis determined that the product experienced a two way bending fatigue fracture. While contact marks were noted that could have contributed to the fracture, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The chisel fractured from the handle of the knee instrument during usage. There is no additional information at this time.